Event description:
A medical doctor reported a pt presented with endophthalmitis at 6 days post-op. According to the doctor, the pt was complaint with post-operative medications. The pt was referred to a retinal specialist. Culture results were not available. The pt was treated with cephalosporins, steroids, and other topical medications. During the pt's last visit, the vision had improved to 20/50. The pt continues to be followed.

Manufacturer narrative:
No samples were received for eval and no lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the endophthalmitis cannot be determined. All phaco tips are 100% visually inspected by trained operators at the end of the mfg process prior to release of the product. (B)(4).